Event description:
A physician reports noticing haze in the iol postoperatively. The pt's preop bcva was 20/25 +2 with mrse of -0.25 - 0.25 x 020. Postoperatively, there was no change to bcva and mrse; however, the lens was exchanged for another crystalens iol. No pt injury reported and the pt's prognosis is excellent.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported event.